Event description:
(B)(4). The hospital biomedical engineer requested maquet service for investigation and repair of a ventilator. The ventilators' logs showed an indication of pressure measurement problems. There was no patient harm reported. (B)(4).

Manufacturer narrative:
An internal over temperature message was reported. Our field service engineer replaced the oxygen gas module, control printed circuit board (pcb) and o2 cell. The ventilator was returned to service after passed functional tests. A visual inspection of the returned parts did not show any faults or damages to them. All parts were tested in a reference ventilator. During tests, the measured oxygen supply pressure drifted. After a while in standby, the high internal temperature alarm and a technical error was raised. Then, when starting simulated use test ventilation, the ventilation stopped, due to that the oxygen supply pressure was too low. This faulty behavior was repeatable and it was found that it was the high pressure sensor inside the oxygen gas module that was faulty. The component's failure disabled the measurement of the gas supply pressures and the gas supplied to both the air and oxygen gas modules were cut off as a consequence of this. Alarms for low gas supply will be generated. The control pcb and the o2 cell were functioning without deviation. The conclusion is that the reported issue was caused by a faulty high pressure sensor in the oxygen gas module. The root cause has not been established.

Event description:
(B)(4).